Manufacturer narrative:
(B)(4)

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient expired 46 months post stent graft implant. The patient was part of a physician's sponsored ide. The cause of death is unk. The study physician is unable to obtain a death certificate from the patient's family. No further information is available.